Event description:
Surgical procedure was performed to remove plate because it was causing irritation. During the procedure, 5 of the seven screws used to hold the plate could not be removed. The surgeon plans to go back in at a later time to remove those screws.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot numbers required reviewing the device history records were not provided. Although the complaint is non-verifiable, cross-threading or the use of too long of screws are possible contributing factors. In addition, provided information states the surgeon used fully threaded pegs. The surgical technique states do not use fully threaded pegs (fp) with the dvr anatomic and dnp anatomic plates. The fully threaded pegs (fp) are designed for use with the fragment plates. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.